Event description:
It was reported that hair was found under the bd nexiva¿ closed IV catheter system's protective cap while opening the unit package. The following information was provided by the initial reporter: "staff went to open cannula package and saw a hair under the protector cap."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-jun-2023. H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two photographs. The first photograph displayed the label with a reference number 383512, lot number 1313571. The top web packaging was wrinkled and appeared taped along one edge, which indicates that the packaging was opened. The second photograph displayed the 22g nexiva device through the transparent bottom web packaging. The needle cover was not attached to the device and was not present in the photo. It appeared that the packaging had been opened and subsequently taped closed. What appeared to be a hair was visible overlaying the top web. The needle was overlaying the hair. The reported issue was confirmed. The physical sample did not display any additional evidence that was not inspected with the photographs. Since the unit is opened, there was insufficient evidence to determine a definite root cause determining if the hair resulted from the manufacturing process or user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that hair was found under the bd nexiva¿ closed IV catheter system's protective cap while opening the unit package. The following information was provided by the initial reporter: "staff went to open cannula package and saw a hair under the protector cap."

Event description:
It was reported that hair was found under the bd nexiva¿ closed IV catheter system's protective cap while opening the unit package. The following information was provided by the initial reporter: "staff went to open cannula package and saw a hair under the protector cap."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. The first photograph displayed the label with a reference number 383512, lot number 1313571. The top web packaging was wrinkled and appeared taped along one edge, which indicates that the packaging was opened. The second photograph displayed the 22g nexiva device through the transparent bottom web packaging. The needle cover was not attached to the device and was not present in the photo. It appeared that the packaging had been opened and subsequently taped closed. What appeared to be a hair was visible overlaying the top web. The needle appeared to be overlaying the hair. Whether the hair was contacting the catheter or needle could not be determined. The reported issue was confirmed. Since the unit opened, there was insufficient evidence to determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.